Event description:
It was reported to boston scientific corporation that a jagtome was used during a biliary stricture dilation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, the jagtome was unable to bow. It was reported that there was no visible damage to the device. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that the working length of the device was twisted, the cutting wire was blackened and the distal "pierhole" was melted/torn, displacing the cutting wire approximately 10 mm. The lengths of the exposed cutting wire and torn/melted length (displacement length) were measured, and it was found that the cutting wire exposed length met specifications prior to the displacement event. Functional evaluation found that the device failed to bow due to the displaced cutting wire which shortened the exposed cutting wire length. Review and analysis of all available information indicated the most probable root cause for this event was operational context since it is possible that anatomical/procedural factors encountered during the procedure limited performance of the device and may have contributed to the observed failures. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.